Event description:
It is reported that the implant was opened and that it contained no locking screw. The surgery was completed with a screw from another implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.